Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface; p/n: 00596204012, l/n: 63373676, femoral component; p/n: 00599001601, l/n: 63905185, tibial component; p/n: 00598004702, l/n: 64065774, all poly patella; p/n: 00597206535, l/n: 64054420. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00856, 0001822565 - 2019 - 00857, 0002648920 - 2019 - 00139, 0002648920 - 2019 - 00140. Product location is unknown.

Event description:
It was reported patient underwent a stage one revision procedure approximately four months post-implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.